Event description:
It was reported that patient did not have effective therapy in the lower left extremity from the drg lead at l5. As a result, surgical intervention was undertaken on (B)(6) 2021 where in the drg system was explanted and replaced with scs system, the physician was not able to explant the lead at l5 as it was wrapped around the hardware so was left in the patient .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.